Manufacturer narrative:
In summary, both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint, the analysis did not show any deviations from the specifications. In particular, the fixation helix could be properly extended and retracted. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Bsc crm received info that this lead dislodged one day post implant. It was explanted and replaced.